Event description:
It was reported that the patient would still feel stimulation even when the device was turned off. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago. Block d6b: explant date: years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 21028367.